Event description:
In the process of contacting the patient's physician to notify them that the patient's device may be nearing end of service, it was discovered that the pt had passed away. It was reported that the patient's death was due to probable cardiac arrest. Treating neurologist indicated that the death was not seizure-related. There is no evidence at this time that the ncp system caused or contributed to the reported event.